Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and seroma late.

Event description:
Healthcare professional reported a right side rupture and seroma - late. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: biological tissue, crease flat, deformation and weight within specifications. No openings observed in the device. Cloudy and voids was observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Healthcare profession reported a right side rupture and seroma - late. Device has been explanted.

Event description:
Medical report also confirms crease/folding, capsular contracture(unknown grade), cyst and lymphadenopathy.

Manufacturer narrative:
The events of lymphadenopathy and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.